Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4)- analysis found that the overlay to the screen was broken and the printed circuit board port ejector pins were broken. The keyboard was also found to be broken.

Event description:
It was reported that the monitor and side usb ports were broken. There was no patient involvement.